Manufacturer narrative:
Initial reporter's phone number: (B)(6). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient, who's undergone breast prosthesis implantation surgery with a 550cc ce med height tissue expander, suffered implant deflation, post-procedure. The tissue expander was described to have a hole in the upper side. As a result, the patient underwent implant explantation surgery on (B)(6) 2021.

Manufacturer narrative:
On october 22, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. After clinical/secondary review of this file performed on (B)(6) 2021, it was decided to remove medical device problem code a2304, to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the patient underwent removal without replacement. On (B)(6) 2021, mentor also received additional information indicating that the patient's implants were implanted for primary breast reconstruction. In addition, the correct date of event was on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 19, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the ce med height te 550cc tissue expander was found to have a tear on the anterior view, measuring approximately 0.1 cm. Also, the shell of the implants looks blue due to surgeons adding methylene blue to saline to inflate expanders. Leak testing was performed in accordance with mentor procedures, and no additional leak sites were detected during the analysis. A microscopic examination was performed and the cause of the rupture could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As stated in the product insert data sheet, is contraindicated to place drugs or substances inside the tissue expanders other than sterile saline for injection since this could compromise the product integrity. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).